Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin. The patient's blood glucose level was elevated. No adverse event reported. Return of the suspect device was requested for evaluation.